Event description:
It was reported that the patient presented to the emergency room with an alert for an aborted therapy due to possible output circuit damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.